Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the motor device having burr issues and stopping was confirmed. An assessment was performed on the device which found that the device did not rotate and displayed e8 error. It was determined that the motor and flex circuit were worn-out and the potting was cracked. It was further determined that this is what caused the handpiece to not rotate and display an e8 error. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had issues with the burr devices. It was further reported that the motor stopped on the device. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.